Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power extension cable.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable was frayed and wires were exposed. A golden right ang ext cable was used for performance testing due to expose wires to the one returned. The unit powered on successfully in conjunction with golden right ang ext cable with the power supply connected directly to it. Unit passed diagnostic test. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.